Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. As received, a partial lead connector portion was returned in one piece for analysis. Final analysis found full breach outer insulation abrasion that exposed the outer coil adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.